Event description:
Mesh exposure reported: (B)(6) 2012 - reported by sales rep: "I did not attend the case but spoke to dr. (B)(6) before and after the surgery. The sling is about 3 months post-op and had the distal portion mid-urethra exposed. The surgeon removed the portion and sutured the vaginal mucosa." On (B)(4) 2012 - from dr. (B)(6) "I did a tot incontinence procedure on a pt on (B)(6) 2012 at (B)(6) hospital in (B)(6). I believe the product code is cal d801 with lot #102002. The pt's incontinence symptoms were greatly improved after the original procedure but the mesh was noted at her 2 week follow up visit. She reported to be compilant with activity restrictions. I put her on topical estrogen for 3 months and then decided to take her back to the operating room. I dissected the area of mesh free and removed one centimeter section of tape at the midline before reclosing the vaginal mucosa. The pt is scheduled to return for her two week follow up examination next week. However, I have spoken to her by phone and it soun ...